Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported info.

Event description:
The customer reports that metallic grit fell out of the jaws of the instrument when opened during a laparoscopic cholecystectomy, grit fell inside pt. No pt injury. The wound was irrigated. This was not a new instrument.